Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod indicating that there was a needle mechanism failure. The patient did experience pain at the infusion site but it should be noted that an occlusion alarm did occur during use. The patient was administering a bolus of 13 units of insulin when the pod alarmed. The patient did not provide blood glucose values. As treatment the patient replaced the pod.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the needle finished deploying and retracted fully. The linkage assembly was observed to be damaged, causing interference between it and the top housing of the device. This damage ultimately resulted in the needle's inability to retract. No damages were observed to the formed needle. The exposed needle can be attributed as the cause of the reported pain. An 0x14 alarm and timeouts were observed in the data. No drive stalls were observed. The device was reset and rerun, and no alarms, timeouts, nor drive stalls were observed in the rerun data. No damages were observed that would cause the occlusion alarm. Although the hard cannula covered the cross-drill in the soft cannula, reducing the number of fluid exits, it could not be conclusively determined that the exposed needle caused the occlusion alarm. The cause of this alarm could not be determined.